Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. A corrective action was initiated. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "system messages displayed" (device displays error message). The nurse reported system messages displayed during a case. The system was rebooted and the system messages cleared. Later in the same case, a different system message displayed. The system was switched out to complete the case. The case was delayed 15-20 minutes. No pt injury was reported.